Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "leakage problems on vps catheters persist at the clinic and I have recovered samples for analysis. In addition, I was able to talk to anaesthetists and iades and the problem they report is that the injection site leaks randomly, regardless of the batch number. By period, they observe a flow at the injection site for no apparent reason. I request samples of 4 catheters from 4 different batches and have just sent them by regular mail. . 2 of 20g . 2 of 18g please have them analyzed to return to the customer who recently made a declaration to the ansm."

Manufacturer narrative:
H.6. Investigation: two representative samples were received by our quality team for evaluation. The two representative samples were subjected to visual inspection and catheter adapter leak test. Both samples passed the visual inspection and acceptance criteria on catheter adapter leak test. No abnormality was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of the two representative sample batches. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "leakage problems on vps catheters persist at the clinic and I have recovered samples for analysis. In addition, I was able to talk to anaesthetists and iades and the problem they report is that the injection site leaks randomly, regardless of the batch number. By period, they observe a flow at the injection site for no apparent reason. I request samples of 4 catheters from 4 different batches and have just sent them by regular mail. 2 of 20g. 2 of 18g please have them analyzed to return to the customer who recently made a declaration to the ansm."